Event description:
Procedure: lap hernia. According to the reporter: after removing the device from the box, the surgeon tried to squeeze the handle but the handle seemed to be stuck. No tacks deployed at all. A new device was opened to continue on with the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010.